Event description:
On 02/24/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-4020c-07 fastthread¿ biocomposite¿ interference screw 7 x 20 mm broke. This occurred during a case when inserting the fast thread screw into the femur to fix the tunnel in the lateral antero reinforcement, the screw broke in the first thread step.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
Additional information was provided on 04/15/2025 where the arthrex subsidiary employee stated that this event occurred during an acl reconstruction on (B)(6) 2025, the device broke during insertion. The patient had a good bone quality that was prepped using a drill. A patellar graft was used in the procedure. All fragments were retrieved. Another 8-screw was used to complete the case. There was a slight delay they can't say for sure how long, maybe 5 minutes. Additional anesthesia was not administered.

Manufacturer narrative:
Additional information: b5, g3, h6.